Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Data was provided for evaluation, there were no related errors observed. The reported event of the transmitter dying after 7 weeks of use was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/16/2018, that on (B)(6) 2018, the patient experienced a transmitter that prematurely died after 7 weeks of use. The transmitter has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.